Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the nurse practitioner was inserting the catheter over the wire and had difficulty when advancing the catheter. She then noticed the catheter was splitting during insertion. As a result, she removed the arterial line and a new kit used successfully. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Additional information: follow up information states the catheter did not split. The wire assembly tube is pre-slit and the wire was bulging out of the tube instead of sliding forward. Picture was provided and sample is being returned. The report was re-evaluated upon additional information and the sample received and determined to be non reportable. Device evaluation: the reported complaint for difficulty passing the guide wire through the needle could not be confirmed. One arterial device was returned for evaluation. A photo from the customer was also returned. Upon visual examination there is a residue around the slit in the guide wire tube and on the guide wire handle. There is also a different kind of residue around the hub of the needle. Other remarks: there is no other damage or defects observed. Upon review under the microscope, the residue around the needle hub appears to be some kind of adhesive. The residue on the guide wire tube and handle resembles a dried liquid. Due to the location of the residue around the tube, there is difficulty moving the guide wire handle down to pass the guide wire through the needle. However, despite this, the guide wire is able to pass through the needle and does not bulge out of the tube in the process. Both the residue on the guide wire tube and the adhesive-like residue around the needle hub can be scraped away indicating that they are on the surface. A device history record review was completed with no relevant findings observed. Based upon the information and photo provided and the condition of the returned sample, the probable cause could not be determined. No further action will be taken.